Event description:
The lay user/pt contacted lifescan (lfs) another country in 2006 and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) received add'l info. The pt reported the following info during the initial call: the pt had performed a test on the reported meter one day earlier at 10:08 am and received a result of 7.8 mmol/l (140 mg/dl). She was not experiencing any symptoms of high or low blood glucose at that time. After the result of 7.8 mmol/l, the pt took 10 units of novomix 30 (per her usual set regimen). This was the first test she had performed that day. About 2-3 hours after she performed that test, she started experiencing the hypoglycemic symptoms. She did a lot of cleaning and started feeling symptoms she attributes to being hypoglycemic, left hand vibrating, sweaty and 'eyes were disoriented.' She tested on the meter with a result of 9.9 mmol/l (178 mg/dl). She did not think that the result was correct since she expected the reading to be around 2 or 3 mmol/l. She then took a glucose tablet and waited 30 minutes before retesting with a result of 10.1 mmol/l (180 mg/dl). By this time, she was feeling a lot better and as it was lunchtime, she had a sandwich and was feeling okay. She did not test again until 5:30 pm with a result of 5.8 mmol/l (104 mg/dl). At the time of troubleshooting, it was verified that the meter was set in the correct unit of measurement (mmol/l). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area correctly. This complaint is reported because at the time the pt was experiencing symptoms, the reported meter's result did not reflect the symptoms. She took a glucose tablet based on her symptoms and felt better. A replacement meter was sent to the lay user/pt.